Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: extension; product ID: 3389s-40, lot# va0cs7a, implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: lead; 3708660, serial/lot #: (B)(4), ubd: 21-oct-2017, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 07-aug-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that the patient had an infection. However, it was unknown whether the infection was confirmed or if antibiotics were started. As a result, the ins and extension were explanted on tuesday, (B)(6) 2019, and the lead was explanted today. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: extension. Product ID 3389s-40, lot# va0cs7a, implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep. It was reported the infection was confirmed. The infection was washed out and the electrodes were removed. Antibiotic treatment was ongoing and not fully resolved yet. It was reported the device was probably sent for culture in pathology and after that they would probably trash it.